Manufacturer narrative:
Bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had tube caps that were not fully closed and had a cap missing.